Event description:
A consumer reported cloudy vision and a black curved line in the right eye noticed immediately after the intraocular lens implant procedure. She discussed this with her surgeon, who informed her that she was seeing some skin hanging over, the eye looked great with no issues and the bag that holds the lens looks clear. The cloudy vision has improved since but the black line remains there on the right side of the vision of the right eye. She states that when she looks straight ahead she feels off and has to be more careful when walking. She thinks the black line is from her seeing the edge of the lens. She also states that when she looks in the mirror the right eye iris is smaller and lighter brown than the left eye. On postoperative day one the doctor informed the consumer that her intraocular pressure (iop) had increased to 42 in the right eye and 32 in the left eye due to the use of a topical corticosteroid in the right eye. She stated that prior to the surgery her intraocular pressure had been 14-16 with the use of a topical prostaglandin in both eyes. The topical corticosteroid was used four times, one hour prior to surgery and twice a day for two to three days after the surgery. When the iop had increased the surgeon treated her with three doses of a diuretic pill and the iop decreased to 9 in the right eye the next day. By the next visit the iop increased again and she was told to discontinue the topical corticosteroid, treated again with the diuretic pills and started a topical carbonic anhydrase inhibitor twice a day in both eyes in addition to the prostaglandin that she has been using. She was told to continue the topical quinolone and the topical non-steroidal anti-inflammatory that she had been on since three days prior to surgery. On the 11th postoperative day her iop was 32 in the right eye and 22 in the left eye and the surgeon informed her that there were white cells and inflammation most likely from discontinuing the topical corticosteroid in the right eye. The reporter did not provide any contact info; therefore, follow up was not able to be conducted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The reporter did not provide any contact info; therefore, follow up was not able to be conducted. (B)(4).